Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that heli-fx endoanchors were implanted in the patient prophylactically with endurant ii stent grafts. It was reported that the guide snapped during the index procedure. Another guide was used and the procedure was successfully completed. It was reported that on approximately 5 years post index procedure that aortic expansion and a type 1b endoleak was observed. The endoleak was caused by proximal migration of right iliac limb into the sac. An additional non-medtronic endograft was implanted and ballooning performed. The event was reported to be resolved. Site assessed the event as related to aortic aneurysm treated by endoanchors. Sponsor assessed as not related to the study procedure or the endoanchor and possibly related to the aneurysm.